Event description:
Event description boston scientific crm received information that this left ventricular (lv) lead displayed impedance measurements greater than 2500 ohms. No adverse patient symptoms were reported.